Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when you go to plug in the olympus gastrointestinal videoscope it shows a black and red fuzzy screen during inspection for use. There were no reports of patient involvement.